Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the identified photos: the unit is rupture and has red particles in the shell. Also, the unit is apparently missing a part. It is not possible to verify the lot number due to the position of the device in the photo. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician later reported enlarged axillary lymph nodes diagnosed by ultrasound scan. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported suspected "fracture" of the device. The device remains implanted. Affected side is unknown.